Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter was difficult to remove. A sharp lump within the catheter was noticed after removal. Per additional information: the device was inserted suprapubically into the patient on (B)(6), and removed on (B)(6). The nurse noted that it was difficult to remove the catheter due to a sharp lump that was not evident upon insertion. She mentioned that a stone could have lodged and became embedded into the lumen of the catheter. Per additional information from the ibc on 06/12/2018, there was no patient injury, but discomfort was experienced. The catheter was difficult to remove due to the lump.

Manufacturer narrative:
Received 2 portions of a foley catheter only. Evaluation of the returned sample noted that the device was returned with a ridge present on the tip proximal to the balloon. Upon inspection the raised ridge shape was comprised entirely of latex. The bump was flexible. The highest point of the bump was measured to be 0.05 in above the shaft of the catheter. The shaft of the catheter measured to be 16fr. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "indication for use: drainage of urine. Directions for use: 1. Visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. 2. Using proper aseptic methods, remove catheter from package. 3. Prepare patient per hospital/nursing recommended procedure. 4. Proceed with catheterization using standard techniques. 5. Inflate the 10ml balloon with a maximum of 10ml sterile water by inserting tip of water-filled luer-tip syringe gently into valve. Do not use a needle. 6. Connect catheter to collection container. 7. To deflate the 10ml balloon, gently reinsert the luer tip syringe into the valve and aspirate. Caution: to deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. Allow the pressure in the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Valve type: use luer slip tip syringe. Do not use needle. Recommended inflation capacities 5ml balloon: use 5ml sterile water 10ml balloon: use 10ml sterile water 30ml balloon: use 35ml sterile water do not exceed recommended capacities. Caution: federal (u.s.a.) Law restricts this device tosale by or on the order of a physician. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box. Caution: do not aspirate urine through drainage funnel wall. Made in u.s.a." Correction: MFR site.

Event description:
It was reported that the catheter was difficult to remove. A sharp lump within the catheter was noticed after removal. Per additional information: the device was inserted suprapubically into the patient on the 25th of april, and removed on the 23rd of may. The nurse noted that it was difficult to remove the catheter due to a sharp lump that was not evident upon insertion. She mentioned that a stone could have lodged and became embedded into the lumen of the catheter. Per additional information from the ibc on (B)(6)2018 , there was no patient injury, but discomfort was experienced. The catheter was difficult to remove due to the lump.